Event description:
The customer reported that the unit did not detect cardiac simulator; this could impact the use of a life-saving function.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.